Event description:
It was reported that during a laparoscopic cholecystectomy, a small piece of plastic was noticed in the pt's abdomen. The surgeon retrieved the small piece of plastic. It was believed to have broken off from the trocar obturator. The surgeon was using excessive force when inserting the obturator into the sleeve of the trocar. The case was completed in standard fashion with no adverse pt consequence.